Event description:
Review of the patient's programming history available in the manufacturer's database revealed that a programming anomaly occurred on (B)(6) 2010 due to a faulted system diagnostic test. A final interrogation was not performed prior to the patient leaving the clinic. Upon initial interrogation on (B)(6) 2011, the settings were at unintended parameters with the output currents at 0ma. The settings were corrected on this visit. Manufacturer labeling indicates to identify and fully correct programming settings prior to patient's leaving the clinic by performing final interrogations. No patient adverse events were reported. The physician has since been trained on identifying and correcting programming anomalies.

Manufacturer narrative:
Analysis of programming history performed.